Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation. The reported clinical observation was unable to be confirmed. Manufacturing records were not reviewed as no lot number was provided. Based on the information received, a definitive root cause cannot be determined. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. No further action is required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic bioprosthetic valve was failing due to stenosis. Implant duration remains unknown. The 21mm aortic valve was disabled with a 23mm aortic transcatheter bioprosthetic valve in a valve-in-valve procedure. The patient was last reported to be hospitalized in stable condition. Both devices remain implanted.

Event description:
The implant duration of the 21 mm bioprosthetic valve was fifteen (15) years, one (1) month and six (6) days. Through follow up with the health care provider, it was learned this (B)(6) year old female patient has a history of aortic stenosis and rheumatic disease of mitral and aortic valves.